Event description:
It was reported that syringe 0.5ml 31ga 8mm ufii 10bag 500cs had foreign matter in the barrel. The following information was provided by the initial reporter: material no. 328468, batch no. 9287788. It was reported that there is clear liquid in the barrel. From phone call on (B)(6) 2020 15:03:24: consumer called back stating he spoke with another rep about the issue he was having with 3 syringes. Stated he sees a clear jelly like substance coming out of 3 syringes and stated he just had another one with the same issue. Inquired if the syringes should have this substance and if it is harmful. Advised consumer of the medical grade silicone and advised it is best to get samples back for evaluation. Consumer agreed to send back 3 rep samples for evaluation. Email will be sent to consumer with technical data sheet. Consumer reported, he is seeing a "clear liquid substance" in the barrel prior to injection. Stated, 3 syringes affected and he only used 1. We discussed the composition of the syringe, explaining it may be the "medical grade silicone".

Manufacturer narrative:
Investigation summary: samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch#: 9287788. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200852357, 200852361] noted that did not pertain to the complaint.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.5ml 31ga 8mm ufii 10bag 500cs had foreign matter in the barrel. The following information was provided by the initial reporter: material no. 328468, batch no. 9287788. It was reported that there is clear liquid in the barrel. Verbatim: from phone call on (B)(6) 2020, 15:03:24: consumer called back stating he spoke with another rep about the issue he was having with 3 syringes. Stated he sees a clear jelly like substance coming out of 3 syringes and stated he just had another one with the same issue. Inquired if the syringes should have this substance and if it is harmful. Advised consumer of the medical grade silicone and advised it is best to get samples back for evaluation. Consumer agreed to send back 3 rep samples for evaluation. Email will be sent to consumer with technical data sheet. Lg consumer reported, he is seeing a "clear liquid substance" in the barrel prior to injection. Stated, 3 syringes affected and he only used 1 we discussed the composition of the syringe, explaining it may be the "medical grade silicone"